Event description:
Reportedly, valve was explanted at implant due to impinged leaflet, and a fold on one of the leaflets. Dr feels he did not suture loop valve. No further information available.

Manufacturer narrative:
Device not returned.